Manufacturer narrative:
(B)(4). Eval, results: (restenosis of stented segment), (root cause of restenosis unk).

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (restenosis). Evaluation conclusions: inherent risk of procedure - (restenosis). (B)(4).

Event description:
It is reported that approximately 17 months post the index procedure, the patient was treated for right sfa stenosis by vascular intervention. The investigator has assessed that the event was not related to the study device or procedure. The patient recovered with treatment.

Event description:
The clinical events committee adjudicated that the previously reported tlr, which occurred 17 months post index procedure, was related to the device.

Event description:
One complete se was implanted successfully in distal right sfa during the index procedure. Approx 10.5 months post index procedure, in-stent restenosis of previously implanted complete se stent in the right sfa was reported. A 90% in-stent restenosis was present in the distal part of the stent and 70% in the mid stent. A clinically driven tlr was performed using a cutting balloon. Multiple balloon inflations were performed in the distal and mid-part of the complete se stent. Less than 20% residual stenosis remained post procedure. The pt recovered with treatment. The investigator commented that continued tobacco use has contributed to the restenosis. The investigator reported that there was no relationship between the study device and the event. Complete se sfa is a pre-market device but is similar to complete se biliary/iliac which is approved in the us.